Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the tandem-provided usb cable needed to be maneuvered in order to successfully charge the pump. The customer successfully charged the pump using an alternate usb cable with no further issues. The customer's blood glucose (bg) ranged from 125-126 mg/dl. Reportedly, the power source alert cleared after a replacement wall adapter was used.